Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and had blank display. The customer¿s blood glucose level was 158 mg/dl. The customer also reported that the display is blank currently and insert battery alarm did not displayed on the insulin pump screen. It was also reported that gold piece was missing. The insulin pump will be returned for analysis.